Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 65mm was received for investigation. A short circuit was detected during electrical testing. Further investigation isolated the short circuit to the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit remains unknown.

Event description:
This event is being reported based on the analysis of the returned device.